Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01727.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01727. It was reported during a permanent implant procedure the patient¿s oxygen saturation got low. As such, the procedure was abandoned. Reportedly, the incision was already made.